Manufacturer narrative:
H6: code 213- a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Manufacturer narrative:
B3: corrected/added information.

Manufacturer narrative:
The leading end of a delivery catheter, the leading olive attached to the gold braid guidewire lumen, were returned for evaluation and showed the following: there was no evidence of a tensile break of the guidewire lumen. The leading end of the catheter appeared to have pulled out of trailing olive bond. The leading olive was still bonded to the guidewire lumen. The packaging mandrel used was not returned and could not be evaluated. The findings from the evaluation are consistent with the physician¿s observations for leading end of the catheter broken. The reported difficulties removing the packaging mandrel could not be confirmed with the currently available information. The excluder instructions for use (IFU) clearly states: do not continue to withdraw the delivery catheter if resistance is felt during removal through the introducer sheath. Forcibly withdrawing the delivery catheter through the introducer sheath when resistance is encountered has resulted in adverse events including catheter breakage or separation resulting in potential patient harms. The cause for the catheter breakage could not be determined from the currently available information. The cause for the packaging mandrel being difficult to remove could not be determined with the currently available information. H6: code 213- a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Manufacturer narrative:
Patient medications include but are not limited to: heparin, flomax, insulin (humalog) at meals and bedtime. Patient medical history includes but is not limited to: htn, hyperlipidemia, l2,l3,l4 damage, kidney stones, dmii, positive (B)(6) swab (B)(6) 2020, multiple knee surgeries, bilateral hernia repair, aaa, rcia stent graft.

Event description:
On (B)(6) 2020, this patient underwent endovascular treatment for an isolated right common iliac artery (rcia) aneurysm and was implanted with gore® excluder® aaa endoprostheses and coiling of the right hypogastric artery. Two contralateral leg components were implanted in the rcia. The patient tolerated the procedure without any reported issues. On (B)(6) 2020, the patient presented to the hospital with acute right flank pain and right ureteral calculus and underwent treatment for kidney stones. During intraoperative imaging, a foreign body was visualized within the abdominal aorta and left common iliac artery. The foreign body was removed using a ensnare catheter and was identified to be the leading olive and approximately 17.5 cm of the delivery catheter inner lumen of a gore® contralateral leg component initially implanted. The patient tolerated the procedure. During the original implant there had been no issues with advancement or withdrawal of any of the devices. It was reported that during preparation of this device by the tech, much difficulty was encountered during removal of the device packaging mandrel. The tech had to pull very forcefully to get it out and may have compromised device integrity. Additionally, it was reported that no angiography of the abdominal aorta or the left side was performed as the patient was being treated for an isolated rciaa.